Manufacturer narrative:
Device eval summary: device eval of electrode belt sn (B)(4) has been completed. The reported problem (damaged connector) was confirmed. Upon investigation, the trunk cable connector was severed from the trunk cable. The root cause for the severed connector could not be positively identified but was likely physical abuse. No adverse event resulted from the damaged cable and wires. The pt received a replacement electrode belt.

Event description:
A (B)(6) male pt called zoll customer support to report that his electrode belt connector was damaged. The pt was issued a replacement electrode belt.